Event description:
Unexpected adversely low blood glucose levels have been experienced intermittently since the start of use of the omnipod 5 insulin delivery system after (B)(6) 2022. Blood glucose levels dropped to threatening low levels on several occasions, the lowest glucose reading being below 47 on one occasion. In all occurrences, the insulin. On board (iob) displayed on the pdm control unit was relied upon for me to perceive that a glucose reading that had dropped from a higher level to a level within a preferred range (90 to 110) had no probable cause to drop any further out of the safe preferred range. Insulin on board is a medical term that refers to any and all rapid-acting insulin active in the body. In a discussion with and insulet (manufacturer of omnipod) representative on (B)(6) 2022 the representative stated that the insulin on board displayed on the pdm control unit home screen and also represented as iob on the bolus calculation worksheet, does not account for or include certain rapid-acting insulin quantities dispensed by the system under automated mode and also certain rapid-acting insulin quantities dispensed by the system under basal profiles while in manual mode. Hence, the insulin. On board represented on the pdm control unit home screen is not always a true and correct representation of the active rapid-acting insulin dispensed by the system into the patient's body that can be reasonably relied upon by the patient to take necessary action or inaction in treating their diabetes. It is believed that the use of the medical term insulin. On board in this situation is a gross misrepresentation to the patient that can cause serious injury and even death if relied upon. Review of the omnipod 5 user manual represents the iob tag as the insulin. On board and makes no reasonable and conspicuous disclaimer that any amount of rapid-acting insulin dispensed by the system is excluded from the insulin. On board that is represented to the patient.